Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, approximately (B)(6)). According to the complainant, during set up, the metal probe in the heater canister "glowed bright orange". Clinical follow up information revealed that there were no alarms or error codes, there was no saline circulating, that event occurred during set up when connecting heater connector to heater canister, no steps were bypassed , probe continued to glow after unit was shut down and canister was seated properly. The procedure was completed with another of the same device . There were no patient complications reported with this event and the patient's condition is reported to be "fine".

Manufacturer narrative:
The product has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.